Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the iol was exchanged in a secondary procedure following the initial procedure, unspecified reasons. Additional information was requested and received that experienced anisometropia, irritation, color vivid, blurred vision, intraocular pressure increased. Event outcome was improving.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The associated cartridge, handpiece, and viscoelastic information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The explanted lens was not returned. If the lens becomes available, or additional information provided, the file will be reopened to update. Information was provided that the toric company lens (1.50 cyl) 16.0 ( add power +2.2/+3.2 ) was removed and replaced with a company lens (1.50 cyl) 17.0 ( add power +2.2/+3.2 ) lens. This information that the replacement lens was the same model but one diopter larger may suggest that the replacement lens was an improved selection for this patient's vision needs or preferences. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).